Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that batch of 16f foley catheters failed when used by clinical staff. Per additional information received via email on 21feb2024, stated that the nurse placed foley catheter (smooth insertion, no resistance, plus urine return). When nurse attempted to inflate balloon, resistant met and stopped immediately. Nurse attempted to troubleshoot no kinks in foley, syringe appropriately filled and was still unable to inflate balloon (lot#nghy0268). Nurse attempted to remove the patient foley catheter and catheter would not come out (lot#nghy0268). Nurse immediately stopped, notified attending physician and paged urology. Per urology, nurse to cut foley right above "y" site so that any fluid in balloon would come out. Nurse cut foley, fluid came out and catheter was successfully and smoothly removed. Nurse was going to attempt second foley catheter placement. Nurse checked balloon before inserting new foley catheter into patient. The balloon was inflated but would not deflate (lot#nghy0395). This second defective catheter was not inserted into the patient. Nurse retrieved foley catheter of new lot number. After checking the balloon worked. Nurse was successfully placed foley catheter. The lot numbers involved were nghy0268 (6 units) and nghy0395 (2 units).

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to collapsed / pinched inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal: 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that batch of 16f foley catheters failed when used by clinical staff. Per additional information received via email on 21feb2024, stated that the nurse placed foley catheter (smooth insertion, no resistance, plus urine return). When nurse attempted to inflate balloon, resistant met and stopped immediately. Nurse attempted to troubleshoot no kinks in foley, syringe appropriately filled and was still unable to inflate balloon (lot#nghy0268). Nurse attempted to remove the patient foley catheter and catheter would not come out (lot#nghy0268). Nurse immediately stopped, notified attending physician and paged urology. Per urology, nurse to cut foley right above "y" site so that any fluid in balloon would come out. Nurse cut foley, fluid came out and catheter was successfully and smoothly removed. Nurse was going to attempt second foley catheter placement. Nurse checked balloon before inserting new foley catheter into patient. The balloon was inflated but would not deflate (lot#nghy0395). This second defective catheter was not inserted into the patient. Nurse retrieved foley catheter of new lot number. After checking the balloon worked. Nurse was successfully placed foley catheter. The lot numbers involved were nghy0268 (6 units) and nghy0395 (2 units).